Manufacturer narrative:
Date sent to the FDA: 02/26/2016. It was reported that the procedure was completed with another like device. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2015 and mesh was implanted. During the procedure, the mesh fell apart when stitched. It was not reported how the procedure was completed. There were no adverse patient consequences reported.